Event description:
A physician in belgium reported that a female pt using renu with moistureloc multi-purpose solution experienced a fusarium keratitis in her right eye. In 2006, the pt was seen for strong inflammation of the right eye. There was presence of corneal infiltrates fluoresceine ++ on 3 punctiform spots. The pt was treated with tobrex and trafloxal alternately each hour. On about 2 days later, the pt was treated with a preparation of amphotericin b. Cultures performed on the pt's contact lens, the lens case, and the solution within the lens case were found positive for fusarium. A culture was not performed on the solution within the product bottle and the pt's right eye. The pt was seen 5 days, 3 days and one week after and she was slowly improving. Approximately two weeks after, the physician reported that the pt became well.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distrubuted product.